Event description:
Reporter is consumer who states that he hadn't been "right" since his drug eluting stent was placed in 2004. Reporter states that he had angioplasty in 1994, that lasted him 10 years. Then his stents were placed in 2004. Subsequently in 2005, he had bypass surgery. And approx 5 months later, he had to have a pacemaker placed. In 2006 reporter states he had another angioplasty procedure. He states that for the past 2 1/2 yrs, following the paclitaxel stent placement, he has suffered from numerous episodes of blood clotting problems. He is making this report because he feels FDA should look into the side effects of drug eluting stent placement.